Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The nature/cause of the infection was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. No additional information is available. This is report 3 of 4 involved in this event.